Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical ag received the following incident description: "during a safety technical control it was noticed that the o2 mixer was leaking. The o2 value was increasing even though no flow was set¿. The issue did not result in any patient harm. Worst case, a continuous o2 flow could lead to hyperoxemia (spo2 >98%).

Manufacturer narrative:
It was reported that during the safety inspection (maintenance) it was noticed that the o2 mixer was leaking. O2 saturation increased even though no o2 flow was set. The logfile shows the ventilator was powered on, switched between standby, spont, and duopap modes, and then reported a technical event (231008) before being powered off. The most likely cause was a defective o2 proportional valve inside the mixer. The issue was fixed by replacing the o2 mixer assembly. There was no patient involvement. The technical event te:231008 ("release valve defective / o2 valve leak") occurred during safety inspection, specifically during the tightness test portion of the pneumatic system test (pst). This is part of the maintenance procedure. The issue was fixed by replacing the o2 mixer assembly. In case the issue would have not been detected during maintenance, a mandatory tightness and leakage test must be run manually every time by the user/clinician before connecting to a patient, where the issue would have shown on. The tightness and leakage tests are performed during ventilator startup to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. This test are designed to detect leaks in components such as the ventilator circuit, tubing, connections, and patient interface. It helps confirm that there is no unintended gas leakage that could impact ventilation performance. As specified in the operator¿s manual, the preoperational check¿which includes the tightness test¿must always be performed before patient use. Both the tightness test and the leak compensation algorithms are part of the ventilator¿s built-in safety systems, designed to ensure reliable and effective operation. In conclusion, a failed tightness test is not, in itself, a critical failure. It is a safeguard that prompts appropriate maintenance or corrective action. As long as the underlying issue is identified and resolved in accordance with manufacturer guidance, the ventilator can be safely used thereafter. The issue was fixed by replacing the o2 mixer assembly. This case is considered closed.